Manufacturer narrative:
An event of difficult or delayed separation, valve migration, heart block, hypotension, central regurgitation, and perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported central regurgitation and perivalvular leak is likely related to the reported valve migration. The cause of the reported valve migration appears to be related to procedural factors (attempts to release the last retainer tab). However, the cause of the reported delayed/difficulty separation of the last retainer tab could not be conclusively determined. The cause of the reported heart block and hypotension could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as temporary pacing was placed, post-implant valvuloplasty was performed, the valve was snared, and another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage"

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a baseline right bundle branch block (rbbb). There was sufficient calcium to allow anchoring of the device, but no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implantation balloon aortic valvuloplasty (pre-bav) was performed with a 22mm non-abbott balloon with the perimeter being measured at 24.6 mm. During the procedure, the valve was initially positioned at the recommended 3mm implant depth. During the final deployment, one of the retainer tabs got stuck in the retainer receptacle. The implanter tried to release the tab by applying pressure to the non-abbott guidewire, followed by rotating the delivery system to 180 degree, which caused the valve to migrate upwards. Post-implant balloon aortic valvuloplasty (post-bav) was performed, but no improvements were observed. It was noted that the patient became unresponsive after the valve was implanted and went into a heart block for which a temporary pacing wire was placed to monitor the heart rhythm. Significant regurgitation was noted with a moderate to severe grade of the leak involving both central and paravalvular; it was decided to snare the valve and pull it upward through the ascending aorta. A second 27mm navitor vision valve was prepared for implant, and it was reported to be re-sheathed once since the initial position was too high. During the procedure, the patient experienced a transient drop in blood pressure. The valve was successfully deployed with no perivalvular leak and the patient regained consciousness. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was discharged with no paravalvular leakage.